Manufacturer narrative:
This report is to update sections b5 and h6.

Event description:
Follow-up indicated that the patient had opted not to have the device removed after all.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient had their device removed. There were no reports of device-related issues prior to the device removal. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There have been no reports of further complications regarding this event.